Event description:
The patient has two leads (from the same lot) as part of her scs system; the leads were placed in the cervical and thoracic regions. It was reported the patient has felt ineffective stimulation since (B)(6) 2012 and she only feels stimulation in her mid-back area. Diagnostic testing exhibited invalid impedance readings on all lead contacts for the thoracic lead and on 6 of 8 contacts for the cervical lead. It was reported the patient planned to meet with her physician to discuss the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.